Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002514 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced cardiac tamponade during transseptal phase treated with surgical intervention. After transseptal puncture with schwartz sheath (abbott) and brk needle (abbott), the qdot ablation catheter inserted via vizigo sheath into the left atrium. And then smarttouch inside the vizigo. However, the patient suffered cardiac tamponade. No ablation had been performed yet. The cardiac tamponade required surgery to contain the bleeding. After the intervention, the patient was recovering in the hospital's intensive care unit.